Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv). Since the event and alarm log were written over with other therapies, the cause of the iipv was undetermined. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration reading was 2106ml, indicating the home patient (hp) drained 2106ml more than their programmed fill volume of 2500ml. This information meets iipv criteria. Product surveillance contacted the nurse on 2/08/2011. According to the nurse they were not aware of the excessive drain volume. Additionally, the patient never reported any symptoms of overfill. The nurse stated that the patient has resumed therapy and there was no patient injury or medical intervention associated with this event.